Event description:
During a pfa af procedure, a fluid leak was noted. The physician used the agilis 13f dilator with just the rf wire from the versacross access solution (non-abbott, 0.035 pigtail wire) to go transseptal. When inserting the farawave pfa catheter (boston scientific), it was noted that the agilis 13f sheath was leaking from the back of the handle. The sheath was exchanged with another agilis 13f sheath resolving the issue. The case was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information b5, d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an af procedure, a fluid leak was noted. The physician used the agilis 13f dilator with just the rf wire from the versacross access solution (non-abbott, 0.035 pigtail wire) to go transseptal. When inserting the farawave pfa catheter (boston scientific), it was noted that the agilis 13f sheath was leaking from the back of the handle. The sheath was exchanged with another agilis 13f sheath resolving the issue. The case was successfully completed with no adverse consequences to the patient.